Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they need emergency medical services due to issues with their blood glucose levels. The customer's blood glucose was unknown. The customer reported that their head was caught in between drawer and the shelf and they did not seem to be hurt. Cousin gave her soda to treat their blood glucose levels. The insulin pump will not be returned for analysis.